Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/03/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: battery compartment cracked on the side from the threads to the cover.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.